Event description:
During a customer experience survey, it was reported that a patient was on peritoneal dialysis (pd) therapy for a year and spent several months in the hospital due to an infection. The patient decided to transition to hemodialysis (hd). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: in the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the facility, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.